Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: original complaint: unit stopped during ventilation. Loud noise present with several tf. Unit was replaced for another c6. The unit is not able to ventilate, pass the initials tests. In service software, not able to pass the blower tests.